Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for the investigation. If any product is returned in the future, a follow up report will be submitted. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations canoccur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of a questionable inr result for 1 patient tested with a coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. The meter result at 10:30am was 4.8.inr. The result from the laboratory between 2:30-3pm was 2.6 inr. The patient tests bi-weekly and has a therapeutic range of 2.0-3.0 inr. The patient was advised to hold their warfarin dose for 2 days, (B)(6) 2022 decreased dose on the third day,(B)(6) 2022 then resumed to normal dose on (B)(6) 2022.

Manufacturer narrative:
The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr. Qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.